Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device attended a routine follow-up for system data and performance review. Since the previous year, one episode of intermittent noise, which inhibited pacing for 2.8 seconds, was observed. The patient denied recalling any symptoms during this time; however stated the day did correspond to a dental visit but the episode timestamp appeared unrelated. As such, the device was reprogrammed and the patient sent home with a home monitor, to be followed-up with a three month in clinic visit. During the subsequent follow-up, the device was reprogrammed to unipolar pace/sense on auto, with sensitivity decreased to 10mv as the patient is dependent. The rv threshold was 0.7v at 0.4ms; however, the check a couple of hours later, found the device to have a higher rv threshold in bipolar. Provocative maneuvers, both in unipolar and bipolar, could not recreate loss of capture nor noise. Additionally, a decrease in the rv impedances were observed, supporting the conclusion of a lead insulation breach, as the higher rv threshold coupled with lower/falling impedance, had resulted. Due to the impact on the devices longevity to support higher programmed thresholds, the physician elected to replace the faulty right ventricular lead. No allegations nor evidence of malfunction associated with bsc device. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device attended a routine follow-up for system data and performance review. Since the previous year, one episode of intermittent noise, which inhibited pacing for 2.8 seconds, was observed. The patient denied recalling any symptoms during this time; however stated the day did correspond to a dental visit but the episode timestamp appeared unrelated. As such, the device was reprogrammed and the patient sent home with a home monitor, to be followed-up with a three month in clinic visit.